Event description:
During follow-up, externalized conductors were observed via fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found internal abrasions between 7.5 cm and 8.8 cm, between 14.0 cm and 14.7 cm, and between 15.6 cm and 17 cm from the distal tip electrode. The lead exhibited normal electrical characteristics for the returned pieces.